Event description:
It was reported that an intellanav mifi xp temperature ablation catheter was used to treat typical atrial flutter. During the procedure, radiofrequency (rf) ablation was set to 70w; however, only about 35w was delivered, and it was observed that the signals were returning all the time. When the catheter was removed from the patient's body, clotting or charring was noted at the tip, along with edema resulting from the main applications. Another of the same device was used and the procedure was completed. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis. **additional information received on june 12, 2025** no error messages were displayed.

Manufacturer narrative:
The device has not been received for analysis; however, a photo of the device was provided. Media inspection observed clotting or charring at the tip, confirming the reported event of clotting/charring on catheter. The reported event could not be determined due to a lack of evidence. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Edema is noted within the IFU as a potential adverse event associated with the use of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellanav catheter was visually inspected and showed clotting or charring at the tip. Functional testing showed that the steering mechanism worked properly; no abnormal resistance was felt when actuating the device. Device and media inspection observed clotting or charring at the tip, confirming the reported event of clotting/charring on catheter. A continuity test was performed, and the device was found to be out of specification. Open circuits or short circuits were detected. During electrical testing, including catheter recognition and noise assessment, revealed that rf ablation could not be verified using the maestro generator 4000 due to a device temperature out of range error. The reported issue of clotting or charring on the catheter was confirmed upon inspection. Due to the lack of evidence, the investigation did not reach a definitive conclusion. The root cause of the reported issue cannot be established. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav mifi xp temperature ablation catheter was used to treat typical atrial flutter. During the procedure, radiofrequency (rf) ablation was set to 70w; however, only about 35w was delivered, and it was observed that the signals were returning all the time. When the catheter was removed from the patient's body, clotting or charring was noted at the tip, along with edema resulting from the main applications. Another of the same device was used and the procedure was completed. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis. **additional information received on june 12, 2025** no error messages were displayed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav mifi xp temperature ablation catheter was used to treat typical atrial flutter. During the procedure, radiofrequency (rf) ablation was set to 70w; however, only about 35w was delivered, and it was observed that the signals were returning all the time. When the catheter was removed from the patient's body, clotting or charring was noted at the tip, along with edema resulting from the main applications. Another of the same device was used and the procedure was completed. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.